Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (14 fr sheath is 5.5 mm). In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (add risk/contributing factors) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. Thromboembolism is the obstruction of a blood vessel by a blood clot that has become dislodged from another site in the circulation. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. Displacement of calcium deposits or atheroma with embolization of debris can also trigger the formation of a thrombus which can then embolize and cause blockage in a smaller vessel. Calcification and atheroma (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Annular structure tissue or calcification can also be disrupted during sheath insertion, balloon valvuloplasty, and deployment of the prosthetic valve. The device training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results indicate there was thrombi and a thrombectomy was performed; thrombi were removed which could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards japanese affiliate, after the left trans-carotid (tc) tavr procedure, right hemiparesis was observed, and dissections with thrombus were found in the left common carotid artery. During the procedure, a 23 mm sapien 3 ultra resilia (s3ur) valve was implanted in the standard manner. After the patient awoke, responsiveness to verbal commands was confirmed. However, immediately after transferred to the ICU, right hemiparesis was observed. MRI and CT were performed; thrombus was suspected from the origin of the left common carotid artery to the sutured access site. There were no findings of cerebral infarction. Angiography from the lower limb to the left common carotid artery showed poor visualization. The sutured access site was reopened. The common carotid artery was clamped, and thrombectomy was performed; thrombi were removed. Dissections were noted at slightly central to the access site and in the posterior wall of the common carotid artery. Endarterectomy was subsequently performed, followed by irrigation and closure of the site. Angiography confirmed blood flow, and the procedure was completed. The patient awoke, was extubated, and was transferred from the operating room. There was no resistance during insertion or removal of the sheath or delivery system. There were no vascular characteristics potentially related to the dissections. Per follow-up investigational information, the cause of the right-sided paralysis was considered to be occlusion due to thrombosis from the origin of the left common carotid artery to the sutured access site. There was no stroke (cerebral infarction or hemorrhage) confirmed. The paralysis improved compared to immediately after the occlusion, but some upper limb paralysis remained. The patient was transferred to a rehabilitation facility on postoperative day 11.